Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has a history of atrial fibrillation (af) and was currently at the clinic with af episode. The last recorded episode was in (B)(6) 2010, but there was no data showing new episodes in the diagnostic. The device remains in use. No patient complications have been reported as a result of this event.